Event description:
Litigation papers allege left hip pain and elevated cobalt levels in his blood. On (B)(6) 2011 a blood sample revealed cobalt levels of 8.5ug/l. On (B)(6) 2011 blood levels of cobalt remained elevated at 7.7ug/l. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain when hip would sublux.

Manufacturer narrative:
The investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 2 is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation papers allege left hip pain and elevated cobalt levels in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.